Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6)2024 while reportedly wearing the lifevest. The patient received six appropriate treatments and an inappropriate treatment. The device was started up at 10:54:07 on (B)(6)2024. At 03:39:34 on (B)(6)2024, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm with pvcs/nsvt transitioning to vt @ 250 bpm. At 03:40:11, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 280 bpm. Post shock rhythm was sinus rhythm @ 80 bpm with pvcs/nsvt. At 03:40:44, the patient received the inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 100 bpm with pvcs/nsvt. Post shock rhythm was sinus tachycardia @ 100 bpm with pvcs and motion artifact. At 03:42:34, an arrhythmia was detected. ECG shows sinus tachycardia @ 110 bpm with pvcs/nsvt. At 03:46:02, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus beat transitioning back to vt @ 180 bpm. At 03:46:35, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 260 bpm. Post shock rhythm was nsvt. At 03:47:08, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vt @ 280 bpm. Post shock rhythm was vt @ 260 bpm. At 03:47:30, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 260 bpm. At 03:48:04, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus tachycardia/bradycardia from 100-50 bpm with pvcs/nsvt that degrades to vt/vf with CPR/motion artifact. The device was shut down at 05:14:32 on (B)(6)2024.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.